Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2014 as follows: large primes were observed in the history. The black box recorded a no cartridge detected alarm and multiple loss of primes with both zero and non-zero low force events. A no cartridge detected alarm occurred during the investigation. The force sensor calibration test failed; the calibration reading was zero and the resistance reading was 1.3m ohms. The pump was opened for further investigation and contamination of a green substance was observed on the force sensor. The piston was removed and measured and was found to be in specification at 0.297 inches. The display was observed to be faded and pink. All the keypad buttons were intermittently unresponsive to testing. No damage to the keypad was observed. The keypad was removed and contamination was observed under the button contacts. The battery compartment was observed to be cracked from the case seal to the grip. The pump was opened and no moisture or corrosion was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a contaminated force sensor that was also out of calibration, a dim display, a cracked battery compartment, intermittent functionality of all keypad buttons and contamination under the button contacts. This report is made based on results of investigation completed on 11/10/2014.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 as follows:the history recorded large primes. The black box recorded multiple loss of primes with both zero and non-zero low force events and a no cartridge detected alarm which also occurred during the investigation. The force sensor calibration reading was zero. The pump was opened for further investigation and the force sensor was contaminated with a green substance. The force sensor resistance reading was 1.3m ohms. The piston was removed and measured and was in specification. Unrelated to the initial complaint, the display was observed to be faded and pink. All buttons were intermittently unresponsive to testing. There was no damage found to the keypad. The keypad was removed and contamination was observed under the button contacts. The battery compartment was observed to be cracked from the case seal to the grip. The pump was opened and no moisture or corrosion was found in the pump. Animas has conducted a review of the device history record for this pump and